Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 28-oct-2022 to ensure the customer's condition had improved - able to establish contact with home health nurse who stated customer's condition had improved. Customer had been discharged from the hospital on (B)(6) 2022. Customer's blood glucose test result when at the hospital had been over 700 mg/dl. Customer had been given insulin. The hhn stated customer lives in a group home and that he is always getting into the wrong foods and drives his blood glucose up a lot of the time. No additional medical intervention was reported. Note 2: manufacturer contacted customer in a follow-up call on 28-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with home health nurse who stated replacement products resolved initial concern. Hhn also stated it is the patient who has an issue eating/drinking what he should not be.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Nurse stated that the customer had obtained hi several times that day and he had been sent to the ER. Nurse stated the customer had got into the med room and drank 10 bottles of ensure. The blood tests had been performed shortly afterwards. Customer had been sent to the ER as they were unsure how high his glucose was. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the med room. The test strip lot manufacturer¿s expiration date is 03/20/2024 and open vial date is 2-3 weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 08-dec-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.